Manufacturer narrative:
The product was not returned for evaluation. A review of the device history records concludes that the product was manufactured, packaged and release according to global and plant product specification. The doctor thinks the contact lenses are possibly related to the event. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Doctor reported a patient experienced a corneal abrasion in both eyes and visual acuity was temporarily reduced to 0.2-0.3. It was the patient's second day of wearing the contact lenses. Patient was treated with an unknown medication and recovered with no permanent decrease in visual acuity. The doctor thinks the contact lenses are possibly related to the event.